Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to connect to the scs ipg. Reportedly, the patient stated she had a hip surgery the previous month and did not set the scs system to surgery mode. A company representative met with the patient and confirmed the patient's scs ipg was unresponsive. Surgical intervention may be taken to replace the patient's ipg.

Event description:
It was reported during follow up the patient underwent surgical intervention where the ipg was explanted and replaced resolving the issue.